Manufacturer narrative:
(B)(4) (importer) attempted to gather information and request the return of subject meter. Actual product was not returned for testing. Apex (manufacturer) did not receive the return of subject meter. The meter serial number provided is not correct, apex is not able to trace the manufacture date of the device.

Event description:
(B)(6) owns an expression (owned three years) and inquired: how do we change the units of blood glucose from mmol/l back to original mg/dl? He has taken the batteries out in hopes it would reset to factory default settings. He was able to find a conversion chart but that will become inconvenient. Meter had been reading in mg/dl as of friday, (B)(6) 2017, but then sometime before sunday, (B)(6) 2017, it started displaying results in mmol/l format. Customer reported that the meter has not been dropped or damaged in anyway. I asked the customer about the battery port and customer stated he did try changing the batteries to see if that would help. There was no corrosion or battery leakage evident in the battery port area. Customer was at work and did not have the meter with him to get the serial number.